Manufacturer narrative:
Additional information received provided more details about the event description. The nail broke and became proximally dislodged at the point of fracture. The surgeon described this as not being a high-impact fall. The ffn2 (fibula nail 2 system) was a revision of an olecranon plating. The surgeon also stated being obese, the older female patient is likely a candidate for poor bone quality. The proximal part of the nail was removed first, then the distal piece was removed with vice grips at the fracture line. The adverse events reported for this case were pain, a removal procedure and refracture. No adverse patient consequences were reported. However, based on the additional information received and no product to evaluate a root cause could not be determined. Corrected data: health effect - clinical code (annex e): 1994. Health effect - impact code (annex e): 4627.

Manufacturer narrative:
The reported nail was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the nail is unknown.

Event description:
It was reported that an ulna nail broke post-op. An x-ray indicated a high impact event. Requests for additional information were made to no avail.